Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter was displaying a battery indicator when attempting to test. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at an unknown time. The patient reportedly manages his diabetes with an unknown type of insulin (fixed dose) and denied taking any action regarding his usual diabetes management routine in response to the alleged issue. The patient claimed that he developed symptoms of ¿dizziness and a headache¿ approximately one day after the issue occurred. He reported going to the doctor on (B)(6) 2013, at an unknown time and was tested using the doctor¿s meter which read ¿around 400mg/dl.¿ the patient was treated by the doctor with an unknown type/dose of insulin and pain medication. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; the battery did not need replacing based on the use of meter. The issue remained unresolved and replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.